Manufacturer narrative:
Pinched tubing.

Event description:
Failed preoperation testing, patient wye not blocked. No patient involvement. The manufacturers field service engineer found tubing visibly pinched in the enclosure. Reseated tubing and closed unit. No parts replaced.